Event description:
It was reported that although high torque wasn't used during placement, the mount wouldn't come off. Even applying considerable force, the fixture mount would not come loose. The procedure was completed using a different fixture.

Manufacturer narrative:
Zimvie complaint number: (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed with the implant and cover screw. The mount was not returned with the implant. No malfunction discovered with customers implant and cover screw. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were excessive torque used to place restorative component or debris stuck in implant. Therefore, based on the available information, device malfunction did not occur with returned implant and cover however could not be verified with customers mount as the customer did not return mount. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.